Event description:
It was reported that an error message occurred in the pumps memory, indicating that the catheter data was invalid and that the pump could not be reprogrammed and that trouble-shooting was on-going. It was later indicated that the health care provider (hcp) reprogrammed the catheter data and pump and the pump was "working normal." It was noted that possible electro-magnetic inference (emi) might had caused the memory error, however, it remained uncertain. It was reported that the patient was alive and no patient symptoms or injuries occurred. The drug delivered via pump was baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that software card was not replaced. It was noted that after the healthcare provider entered the catheter data again the pump could be reprogrammed and worked as expected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8870, serial# unknown, product type: software. Product ID: 8840, serial# unknown, product type: programmer. Upon further review, supplemental submitted. (B)(4).